Event description:
Swan ganz catheter balloon prepped as normal outside the body with no leaks. Swan ganz was inserted but unable to advance past the pulmonary artery position. Physician noted under fluoroscopy that the catheter balloon tip ruptured. Swan ganz catheter removed. No harm to the patient.